Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. The stm re-seated safety disk and checked error logs. Full functional verification was performed and the iabp passed and was returned to the customer for clinical use. (B)(6).

Event description:
The customer has reported that the cs300 intra-aortic balloon pump (iabp) exhibited an "auto-fill" failure issue, as well as, "low vacuum" alarms. It is unknown under which circumstances this event occurred. However; there was no patient involvement or adverse event reported.